Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was unknown. It was reported that the patient was hospitalized for the event. Treatment for the event was not specified, however, it was reported that pd therapy was ongoing during treatment. At the time of this report, the patient has not recovered from the event. No additional information could be provided as the reporter declined follow up.